Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) was fixated and prematurely separated from the delivery catheter. The delivery catheter was removed and the tethers were found misaligned. The lp remained implanted. There were no patient consequences.